Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100605158, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100606532, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure and cystoscopy were performed, during which atrophy beneath the cuff and erosion of the cuff into the urethra were identified; as a result, the planned replacement procedure was aborted. Subsequently, all components were removed, and replacement surgery was scheduled for a later date. The cause of the recurring incontinence was attributed to the erosion. No further patient complications were reported.